Manufacturer narrative:
We received one flothru dpt with an attached merit flush device and three-way stopcock for examination. The reported event of pressure measurement issue was not confirmed. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during the output drift testing and met all specifications. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from the dpt cable connector. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the pressure on the cardioplegia line was inaccurate during use. Around 600mmhg to 700mmhg was indicated while the aorta was clamped, and 200mmhg was indicated on the monitor although the clamp on the aorta was released. The customer was expecting around 40mmhg but 200mmhg was indicated occasionally even after the cardioplegia line was stopped. The dpt was exchanged and the problem was solved. There was no problem zeroing before use. There were no leakage, kinks or occlusion, and no error message was observed on the nihon koden monitor. The occurrence date is unknown. There were no patient complications reported. Inquired of patient demographics. Unable to be obtained.